Manufacturer narrative:
The fragment/remaining portion of the screw was received for evaluation. Visual inspection of the screw confirmed the screw had broken at the shaft. Manufacturing and inspection records could not be reviewed as device batch/lot number was not provided. Screw breakage can result not only from the design/manufacture of the screw but also from patient factors (e.g. Bone density), physician technique, and the user not following the instructions for use (failure to predrill dense bone, improper loading (side loading) during screw implantation, improper angle of insertion, etc.). However, based on the information received and the investigation performed, the root cause of the reported event could not be determined. The coding in h10 is updated as follows: type of investigation (annex b): 10- testing of actual/suspected device investigation findings (annex c): 3243- stress problem identified investigation conclusions (annex d): 4315- cause not established.

Manufacturer narrative:
Additional information was received on 20 june 2023 reporting the surgeon was unable to remove the screw thread with pliers and "had to mill it". A fragment of the screw remains in the patient. It was reported during the patient's follow up consultation in (B)(6) 2023, the patient did not report any discomfort. Despite efforts to determine if the remaining portion of the screw was available for evaluation, no product was received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number was not provided. A two-year review of the complaint database for part number 209-2011 revealed zero (0) additional complaints for part 209-2011. A tewo-year review of complaints for screws breakage during surgery revelaed two (2) additional complaints. Screw breakage can result not only from the design/manufacture of the screw but also from patient factors (e.g. Bone density), physician technique, and the user not following the instructions for use (failure to predrill dense bone, improper loading (side loading) during screw implantation, improper angle of insertion, etc.). However, based on the information received and the investigation performed, the root cause of the reported event could not be determined.

Manufacturer narrative:
The investigation is currently pending. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported at the beginning of the surgery, during "blocking of the jaw", the screw broke in the patient's bone. The surgeon was not able to remove the screw thread with pliers, and therefore, had to countersink it. A fragment of the screw remains in the patient. This issue resulted in difficulty "blocking the jaw" and increase in surgery time of about 15 minutes.